Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced slightly elevated blood glucose (bg) levels; however, no specific bg values or event dates were provided. Reportedly, contact believes that the elevated bg levels may be due to increased food consumption. Recommendation was made to contact tandem technical support to perform troubleshooting for future bg events.